Event description:
A report was received that the patient had discomfort at the ipg site. The physician did not believe that discomfort was device related. The patient underwent a pocket revision and was doing well post-operatively.